Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: sex, weight, ethnicity, race. Visual evaluation condition/findings (conducted with a 7x or l0x optical unless otherwise specified) the broken mating feature appears consistent with normal use during trialing with other mating device (e.g. Proximal body trials). According to the information provided, no pieces were left in the patient. All other aspects of the device appear unremarkable and consistent with years of use. The other three devices were found to be broken during an instrument servicing review. Because the middle segment trial is used in total humeral reconstructive surgeries, sales data for middle segment implants was used to calculate an approximate complaint occurrence rate between 1% and 5%. This is considered "moderate" according to the frequency of occurrence ranking scale detailed below. A correction and removal committee (crc) meeting was held to address these broken instruments found in servicing. Based on the evidence of two reported breakages during use in surgery and no complaints of resulting injury or need for subsequent surgical intervention, it is concluded that potential risk to health is low and continued use of the device is acceptable. Design-related issues: since introduction of the equinoxe humeral reconstruction prosthesis system in 2015, there have been three logged complaint reports involving 5 middle segment trials, two of which documented breakage during use in surgery. A review of the rmr and racr was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for this middle segment trial, rmr-00014 rev - and racr-00017 rev -, were reviewed. The risk is captured in line 9.13. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken instrument reported was likely the result of the trialing process. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no patient adverse event.

Event description:
It was reported from the us that during an orthopedic surgery the tab broke off during trial assembly. No pieces fell into the surgical site, it was still attached to the main part of the trial. Post op the patient was fine. The issue was resolved by using 2nd trial segment in the sterile set. The agent was present at surgery with no delay and no adverse event to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.